Manufacturer narrative:
Initial report sent: 11/06/2007.

Event description:
Procedure type: lap appendectomy. Patient gender: male. According to the reporter: when tried to fix the device, a metal bar disengaged. Nothing fell into patient's cavity. A new instrument was used to complete the procedure. No patient injury was reported.